Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. See section d for any product information received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation papers allege after the surgical implant, patient began to suffer symptoms including but no limited to pain and lack of mobility. Update: (B)(6) 2017 transfer wpc 11390-2011 -- pfs and medical records received. After review of the medical records for MDR reportability, alleges severe pain and limited mobility, depression, disability. Revising surgeon noted "some reactive issue, graying brown...there was an obvious channel where the metal debris...was collecting". Also identified "burnishing and scoring...on the femoral head". No evidence noted of implant loosening. Metal ion labs available with markedly elevated cobalt and chromium results > 7.0 ppb. Asr sleeve and stem added to complaint and elevated ions harm added to all products. Corrosion/discoloration:other added to asr head. The complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.